Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was in need of repair. The break happened ¿during surgery. No incident reported but no information on the broken part.¿ no patient impact reported.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product analysis states, ¿the mobile jaw is broken. The fragment has not been returned for investigation. A corroded area can be observed within the fracture zone and suggests the presence of a crack anterior to the breakage. Impacts can also be observed in the remaining jaw. Considering the impacts on the remaining jaw and the presence of a crack prior to the breakage, the most probable cause of the breakage is the recurrence of shocks during the life of the instrument that has weakened the jaw and progressively created a crack and led to the reported breakage.¿ results: stress problem. (B)(4).